Manufacturer narrative:
The reported incident that 10 hole pin clamp hoffmann ii MRI 4-6mm was alleged of issue s-94 (adverse reaction) could not be confirmed, since the returned device is conforming to specifications. A device inspection was performed and the failure mode was not possible to confirm. During final control in production, a magnet is used to check the nonmagnetic characteristic of the device. One of this magnet was used in order to verify the returned device and the returned device is not magnetic; therefore it is conforming to specifications. Based on investigation, this case is classified as no failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Hoffmann 3 / hoffmann ii MRI on a patient had to go to mr scanning. They could feel that the hoffmann product were moving/feeling magnetic when it were in the mr scanner. After the scanning, they took different parts of hoffmann to the scanner to feel and see what happened. They found out that it was 1 specific kind of component 4921-2-060.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Hoffmann 3 / hoffmann ii MRI on a patient had to go to mr scanning. They could feel that the hoffmann product were moving/feeling magnetic when it were in the mr scanner. After the scanning they took different parts of hoffmann to the scanner to feel and see what happened. They found out that it was 1 specific kind of component (B)(4).